Event description:
It was reported that the pump had an ¿air in line¿ alarm. It passed all tests. The pump alarmed immediately after they put it back on the patient. There was patient involvement and unknown harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a downstream occlusion alarm. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor, air detector, and latch assembly were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.